Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4), lot# 0210238993, serial# implanted: explanted: product type screening device. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional, via a manufacturer representative, reported the patient with parkinson's disease had no stimulus during the intraoperative test. This caused "suspicion about the real operation". No factors may have led or contributed to the issue. The lead and twist-lock screening cable accessory kit were replaced. The issue resolved after substitution of the twist-lock screening cable accessory kit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: product ID#: 3387s-40: electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was bent. Analysis of product ID: 3550-68, lot#: 0210238993 found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3550-68 lot# 0210238993; product type: screening device. Product ID: neu_stylet_acc, lot# unknown; product type: accessory. If information is provided in the future, a supplemental report will be issued.